Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that surgical intervention was required to reposition this right ventricular (rv) lead due to a suspected dislodgement, which resulted in chest pain to the patient. This lead remains implanted and in service. No additional adverse patient effects were reported.